Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to post operative hematoma. The patient is alleging "prophylactic". The patient further alleges, "the thought of having the implant is taking a toll both mentally and emotionally. I worry that something has happened whenever I feel pain. I am happy to wake up in the morning. I used to walk for miles, by [sic] now I cannot breath and walk, there is pain in my abdomen, and my legs get weak. My mental state has gotten worse, knowing that I have an inferior vena cava filter that could break apart any day, and take my life".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 due to deep vein thrombosis (dvt)/ pulmonary embolism (pe). Patient is alleging organ and vena cava perforation, tilt, and embedment. Patient alleges "damage to the blood vessel, blockage of the blood flow through the vena cava, causing leg swelling, and debilitating leg pain. This also prevented me from walking very far and standing for any length of time." Patient can no longer engage in "walking any distance, pain in legs, swelling of legs and feet, no exercising." Bipolar depression, anxiety (B)(6) 2020: retrieval report (successful). Per computed tomography report, "venogram: the inferior vena cava had a normal anatomy. There were normal right and left renal veins emptying into the inferior vena cava. There was a cook ivc filter well positioned inferior to the renal veins. The struts penetrated the wall of the ivc. The most severe penetration was 17 mm through the wall of the ivc. The inferior vena cava bifurcated to right common iliac vein and left common iliac vein. The right common, internal, and external iliac veins were normal. There was a severe compression of the left common iliac vein between the bilateral common iliac arteries and the fourth and fifth lumbar vertebral body, although a precise determination of compression was limited by artifact from metal hardware between the fourth and fifth vertebral bodies. The left internal and external iliac veins were normal." Per retrieval report, (successful) "prior to any portion of the intervention being initiated, steep bilateral oblique and ap images of the abdomen centered at the level of the inferior vena cava filter were performed. These demonstrate that the filter appears in a reasonable location within the inferior vena cava. There is moderate tilt. Penetration and perforation of all of the limbs of the filter are known based on previous cross-sectional imaging." "An inferior vena cavogram was performed which demonstrates that the ivc filter appears to be sitting relatively straight within the flow column of the inferior vena cava. Note is made that many of the legs of the filter extend well beyond the confines of the vena cava. It is known from previous cross-sectional imaging that the cone and hook of the filter are significantly embedded within the posterior wall of the vena cava." "Through the coaxial sheath system, an endobronchial forceps was advanced carefully, open and used to gently dissected and free the cone of the filter from the caval wall. Ultimately, the forceps were advanced caudal to the cone of the filter and then rotated while opened which allowed for further separation of the cone of the filter from caval wall. At this point, the hook of the filter was able to be grasped with the biopsy forceps and the filter was withdrawn into the 12 french sheath and for a very short distance into the 16 french dry seal sheath as well. Unfortunately, at this point, the biopsy forceps slipped off of the cone of the filter. Fortunately however, the filter remained within the 12 french sheath and just within the coaxial 16 french sheath. Then, a loop snare was advanced through the sheaths and the 16 french sheath was telescoped over the 12 french sheath so that it was over the pocket and cone of the filter assembly allowing for the 12 french sheath to be withdrawn somewhat to allow for a larger working room within the 16 french sheath for opening of the snare and ultimate engagement of the foci of the filter with the snare. At this point, then the coaxial sheaths were advanced over the filter which had been adequately snared and the filter was removed in its entirety." "Successful complex retrieval of a cook celect ivc filter."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava perforation, complex retrieval, embedment, tilt, edema, limited physical activity, depression, bipolar, anxiety. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications the filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported bipolar, edema, limited physical activity, depression, anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, but the filter celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported pain, weakness, breathing issues, worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: pain, weakness, breathing issues, worry no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.